Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded noise on the right ventricular (rv) and shock channels, exhibited by a non-bsc rv lead. It was suspected to be electro magnetic interference (emi). Technical services (ts) reviewed the episodes and confirmed the noise appeared to be emi; potentially medically or chiropractic related. Ts also discussed that there appeared to be loss of capture with ventricular pacing (vp) and then afterwards sometimes fusion. Ts also noted pacing inhibition during oversensing of noise which was less than 2 seconds. They recommended trying to find the source of the emi. They also discussed confirming capture. Ts reviewed the electrograms (egms) and noted the patient received anti tachycardia pacing (atp) in numerous episodes, and there was a clear 50 millisecond (ms) signal on the rv channel in all episodes. The 50 ms signal stopped in each episode where the device began to charge. A 50 ms signal was also present on the presenting egm from a different day. Ts reviewed the device settings and this patient still had the respiratory rate sensor on, thus, this was turned off. Ts also reviewed lead measurement data and rv impedances had begun to fluctuate and are very sporadic between 400 and 1500 ohms. It was noted that the patient has an underlying rhythm which was fusing with each v pace. Ts stated the lead and connection needed to be evaluated, and recommended troubleshooting options. Pocket manipulation was performed; however, could not reproduce any noise or fluctuating impedances. The decision was made to closely monitor the patient's lead impedances for a possible fracture. Information was provided that the patient underwent a lead revision procedure, during which the rv pace/sense set screw was tightened, and subsequent impedances were within normal range.

Manufacturer narrative:
Additional information was provided that a revision procedure was performed approximately three years later due to noise and oversensing on the rv channel of this patient's non- boston scientific rv lead. An x-ray of the lead revealed an insulation breach proximal to the distal coil. The lead was surgically capped and abandoned and a new lead was successfully implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.